Manufacturer narrative:
The customer reported a speaker malfunction error with the system and request assistance getting the surveillance reconnected back to the primary server. The remote service engineer (rse) guided the biomed through the process of rebooting the station, the station was reconnected but there is no sound. Further workaround showed that the rectangular speaker is set as default (the only speaker on site) it was tested but it did not generate a sound. Rse advised the biomed to get a spare speaker as the station should not be running without sound . Biomed takes full responsibility of calling us back if additional support is not needed. Based on the information available and the testing conducted, the cause of the reported problem was the customer speaker. The reported problem was confirmed. Based on the information provided in the case, the engineer provided their analysis findings and the details of the workaround given to the customer, however we are unable to confirm the final disposition of the device. The customer takes the full responsibility of calling back if additional support is not needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displays a speaker malfunction. There was no reported adverse event to the patient or user.